Event description:
The patient was reportedly experiencing seeping and skin breakdown at the implant site. The patient has a very thin skin flap. There was no reported infection. The patient was prescribed bacitracin as a precaution. The patient continues to be monitored.